Manufacturer narrative:
The pump was not returned for investigation. The pump passed all the post sterile inspection checks.

Event description:
The complainant reported that while on impella 5.5 support the patient experienced ventricular tachycardia and ventricular fibrillation needing medication and defibrillation. Additionally, the patient developed a hematoma at the right axillary site. Two units of blood products were administered. The patient was taken to the or for a right axilla exploration with washout and drain placement. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.